Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited corrosion on the circular connector plug of the video cable section, preventing disassembly and reassembly of parts, corrosion on the protector of the video cable section, damage to the fiber bonding in the outer tube area, and a broken charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.